Event description:
It was reported that the customer was hospitalized for high blood glucose values. Troubleshooting could not be completed because the customer did not have a tubing clamp. Tubing clamps were sent to the customer. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.